Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the colon during a lower endoscopy procedure performed on (B)(6) 2024. During the procedure, the physician had a difficulty deploying the clip. Upon opening their hands to release, the clip was still attached to the catheter. The physician attempted to shake, jiggle, opened and closed the catheter multiple times but was unsuccessful. Another of the same device was opened and the same problem occurred. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.